Event description:
A malfunction was reported with the pump, and no notable events occurred prior to this issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller with this process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to reach out if any malfunction codes appear again.